Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(4) 2019 and suture was used. The suture was detached from the needle during suturing. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.